Manufacturer narrative:
(B)(4). D10: 42539905285 - 5â° captured right medial tibial cut guide do not implant - 64525418 g2 : foreign country : japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pin became jammed in the cutting guide and while trying to remove the pin, the pin fractured. There was no surgical delay. The surgical technique was utilized. There was no patient harm. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 visual inspection of the returned devices found it to exhibit signs of repeated use (nicks and gouges) and one of the guide holes exhibits damage/debris within from a pin/drill fracturing in the interior of the hole. The fractured piece was received. Part and lot identification for pin are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.